Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had inaccurate delivery amounts. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to deliver between +1.48% and -1.48 accuracy which is within intended range. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'inaccurate delivery amounts' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.